Event description:
Additional information received indicates that the infection was just at a single site (right site). Reportedly, the infection has been resolved and the patient had been discharged from the hospital. The serial number for the right lead and extension are (B)(6). The lot number for the right burr hole cap system is 10161274.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was admitted to the emergency department due to purulent discharge from the incision site on the head. As such, surgical intervention took place wherein the entire system was explanted and a saline solution wash was performed to address the issue. Reportedly, the infection was only on the right lead and extension. Patient was hospitalized and intravenous medication was administered to treat the infection.